Event description:
The company was informed that the pt's device was explanted and the pt was reimplanted with another advanced bionics cochlear implant. Advanced bionics is in the process of gathering more info; once more info is obtained a supplemental report will be submitted.